Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the gripper lever cap leak. It was reported that during preparation, when flushing the mitraclip delivery system (cds), the gripper lever cap, leaked. This device was not used in the patient. Another cds was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: (B)(4). The device was returned for analysis and the reported lever leak was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted that the mitraclip system instructions for use in the clip delivery system preparation section, it states to loosen the lock lever and the gripper lever caps to de-air. Do not turn lever caps more than half a turn in the open direction. All available information was investigated and the reported improper or incorrect procedure or method appears to be related to the lever caps being turned more than half a turn in the open direction to de-air the device, which caused the cap to be unstable as noted during returned device analysis which eventually resulted in the reported leak. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.